Event description:
Eight days following placement of (3) cypher stents, the patient emergently returns to the hospital with chest pain. Repeat angiography reveals thrombus in the cypher stent implanted in the atrioventricular artery. Aspiration was conducted to treat the thrombus. During treatment the patient experienced a coronary spasm of the proximal right coronary artery (prox rca) and an intra-aortic balloon pump (iabp) was inserted. In addition, a lesion distal to the implanted cypher was noted and treated with a driver stent (3.0 x 18mm). Current patient condition is unknown.